Event description:
It was reported that the pump screen unexpectedly went blank, and the led was not blinking. There was no adverse impact to the customer¿s blood glucose level. The customer had to plug the pump into a power source to turn it back on, and after receiving guidance from technical support, resumed insulin use successfully. Follow-up troubleshooting was planned once the pump became available.